Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm has been completed. Review of the logs found that the battery failure alarm issue was confirmed. There was an instance of transport connection blown/missing alarms (event set #360) found in the imc logs. The console was returned for evaluation and the reported battery failure alarm issue was unable to be reproduced. Results of running a batttest on this console showed that the health of the batteries were normal. The reported battery failure issue was likely use related. It is suspected that the user booted up the console while it was connected to ac power and the battery transport switch was disengaged. The reason why the alarm still persisted while the console was ¿charging¿ is because when the battery transport switch is disengaged, the battery level on the console¿s gui will always display as 0% charge because the console is running on ac power not the batteries.

Event description:
Us complainant reported the automated impella controller (aic) had a battery failure red alarm. The aic was plugged into a red plug when alarm happened. This error occurred during prep for patient support, and no patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.